Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was being prepared for use in a procedure on (B)(6) 2024. Upon opening the device package during preparation, a hair was found inside the sealed device package. The procedure was completed using another of the same device. There was no patient involvement with this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was being prepared for use in a procedure on (B)(6) 2024. Upon opening the device package during preparation, a hair was found inside the sealed device package. There was no patient involvement with this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device. Block h10: investigation results the returned hydra irrigation tubing was analyzed. Visual evaluation found that the presence of a foreign material (hair/strand) inside the unopened device pouch. No other problems were noted. The reported event was confirmed. According to the manufacturer pfmea, current process controls include inspection and check during the seal pouch process for 5 pieces every 2 hours. Therefore, it is likely that this device was not one of the 5 pieces inspected and the presence of a foreign material was missed for this device. Based on all available information and analysis of the returned device, the most probable cause is quality control deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.